Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This s-ICD system was turned off. Ts recommended further examination. This device remains in service. No additional adverse patient effects were reported.